Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: november 13, 2013 to november 14, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a dark spot on the inside seam, embedded in the plastic of the inlet to the tubing. This was noted before use. There was no patient involvement. No additional information is available.